Event description:
A customer reported ongoing intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. After extensive troubleshooting and analysis, a replacement pump was arranged while the customer continued using the existing pump.